Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the center side of the optic was scratched after implantation. The surgery was completed with the iol implanted. The involved eye and the patient identifier are not available. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of optic scratched; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).